Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, several noisy episodes conducted to inappropriate shocks. The subject ICD and the ICD lead were explanted. The subject ICD will be returned for analysis. A separate complaint was opened for the lead.

Event description:
Reportedly, several noisy episodes conducted to inappropriate shocks. The subject ICD and the ICD lead were explanted. The subject ICD will be returned for analysis. A separate complaint was opened for the lead.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated within specifications (electrical and mechanical characteristics within specifications).

Event description:
Reportedly, several noisy episodes conducted to inappropriate shocks. The subject ICD and the ICD lead were explanted. The subject ICD will be returned for analysis. A separate complaint was opened for the lead.